Event description:
Journal article received: dynamic hip screws for unstable intertrochanteric fractures in elderly patients-encouraging results with a cement augmentation technique; lee p.-c., hsieh p.-h., chou y.-c., wu c.-c., chen w.-j.; journal of trauma- injury, infection and critical care. 2010 apr; 68 (4): 954-964; reported: a prospective study of the complications and outcomes of cemented dynamic hip screw (dhs) and conventional dhs procedure to treat unstable intertrochanteric fractures in elderly male and female patients. Fifty five patients were treated with cement augmentation; fifty three patients were not treated with augmentation; mean patient age was 81.9 years. The products were reported as synthes (dhs) and stryker-howmedica (surgical simplex p). During the one year follow-up, four patients in the noncemented group experienced malunion. This report is for an unknown amount of screw(s). This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Date of event (B)(6) 2010. Concomitant products: stryker-howmedica surgical simplex; polymethylmethacrylate(pmma) bone cement unknown manufacturer. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.